Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar se device's sound abatement foam. The patient alleged respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea / vomiting, kidney disease/toxicity, liver disease/toxicity, reduced cardiopulmonary reserve and cancer. In addition, the patient also stated unspecified issue about liver, spleen, lung and bone. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. Due to potential litigation surrounding this case, no follow up can be performed at this time. If any additional information is received, a follow up report will be filed.